Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient reports having a nickel allergy. There was no alleged device malfunction contributing to the irritation. The patient reached out to physician who decided to discontinue the lifevest due to the allergy. Outcome of the irritation is unknown.